Event description:
As reported by the user facility: 13 pump were used on the pt. (B)(6) with unidentified problem, as a results of incident pt passed away. Pumps were sequestered with bags and lines. This submission is for device serial number (B)(6) involved in the incident occurring on (B)(6) 2024.